Manufacturer narrative:
Siemens healthcare diagnostics has investigated the incidence of patient samples being dispensed into an aliquot well that quality control or calibration material from a vista vial has already been dispensed into. It has been confirmed that the issue can occur on dimension vista instruments that use software versions 3.5.1 and 3.6 during conditions requiring a system reset. Customers in the united states were sent an urgent medical device correction (umdc), umdc 13-49: dimension vista 500/dimension vista 1500 aliquot well double dispense in june 2013. An urgent field safety notice (ufsn), ufsn 13-49: dimension vista 500/dimension vista 1500 aliquot well double dispense, was sent to customers outside of the united states in june 2013. The umdc/ufsn instruct customers to check for pending quality control or calibration tests if the system requires a reset and if so, to restart the software prior to processing patient samples.

Event description:
The customer contacted the siemens technical solutions center (tsc) after obtaining discordant results for magnesium (mg), calcium (ca), creatinine (crea), urea nitrogen (bun), glucose (glu), and carbon dioxide (co2) on two patient samples on a dimension vista 1500 instrument. The initial results were reported to the physician(s), who questioned them. One sample (sid (B)(6)) was repeated on an alternate dimension vista instrument and the corrected results were reported to the physician(s). The other sample (sid (B)(6)) was not rerun. During a review of the instrument files, it was discovered that the patient samples had been dispensed into aliquot wells that quality control (qc) material had already been dispensed into. There are no reports of adverse health consequences due to the patient samples being dispensed into the same aliquot wells as qc material.